Manufacturer narrative:
(B)(4). The rv lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead body is twisted and there were several cuts in the insulation that resulted in blood infiltration into the lead¿s lumen. The helix was retracted and there was blood on the helix and in the housing; however, the helix mechanism was able to extend and retract the helix without issue. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the patient's blood pressure dropped after the lead was inserted into the apex of the right ventricle. An echocardiogram was performed and revealed that the patient had a pericardial effusion. The cause of the effusion was confirmed to be due to this rv lead perforating the heart wall. The cardio-thoracic team was called in and the rv lead was surgically removed and the implant procedure was abandoned. The patient remains in the hospital but is currently in stable condition. No additional adverse patient effects were reported. The physician commented that this patient's heart tissue had a weak structure which may have caused the perforation.